Event description:
It was reported the patient (B)(6) is not receiving effective stimulation. Surgical intervention will be undertaken at a later date to address the reported issue. Please note: additional details have been requested; however, no further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.